Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 800cc mentor memorygel breast implants, experienced rupture on the left breast prosthesis and bilateral capsular contracture; baker grade unknown, post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices: (left) 800cc mentor memorygel breast implant catalog: 3508004bc lot: 7706381 sn: (B)(4) and (right) 800cc mentor memorygel breast implant catalog: 3508004bc lot: 7706381 sn: (B)(4). This medwatch form is for the right breast prosthesis.